Event description:
The patient reportedly experienced intermittencies and loss of lock, while using the external equipment. The patient was seen by a company rep for evaluation. Testing performed confirmed that the patient device was no longer functioning. Surgery to explant the patient's device was scheduled.